Manufacturer narrative:
Manufacturer has not received the sample in time for this report.

Event description:
Alleged issue: aortic punch misfired during a procedure. No reported patient injury. Patient's condition listed as fine.